Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with 20 miu/ml hcg cutoff urine control and 100 miu/ml hcg urine control; all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged false negative hcg results. Results as follows: the patient visited the doctor's office for placement of an iud. Before placement, the patient was tested for pregnancy using the consult diagnostics hcg cassette test. Test results were negative after five (5) minutes. The patient had an iud placed. Thirty (30) minutes later, the ma (medical assistant) found the test in the trash with the patients name showing positive results. The patient was called and asked to come back in the office the next day for a blood test. Quantitative test results were positive. Test date: (B)(6) 2015, lab quantitative result= 177miu/ml, last menstrual period: unknown. A freshly voided sample was used; sample was discarded upon completion of test.